Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient with glare and halos and inability to drive at night following an intraocular lens (iol) implant procedure. The lens was exchanged. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
Product evaluation: the product was not returned. The customer indicated the use of a qualified cartridge and a non-qualified viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).